Manufacturer narrative:
The reported issue was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised to rotate the base part of the endoscope manually and to reseat the sterile adaptor. The customer confirmed that the endoscope rotated without problems and switching the direction up and down was working normally. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Isi has not received the product for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. .

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the customer observed that an endoscope produced an upside-down image when using the up/down button. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised to rotate the base part of the endoscope manually and to reseat the sterile adaptor. The customer confirmed that the endoscope rotated without problems and switching the direction up and down was working normally. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that the operation of right/left and up/down of the 30 degrees endoscope became flipped. The surgeon had confirmed that the endoscope was in the correct orientation when it was installed. The endoscope and endoscope¿s adapter were not attached. The endoscope was not manually rotated prior to the event. The surgeon manually associated the right and left masters with the respective arms for intuitive motion. The issue was resolved after re-installing the endoscope and pressing the port clutch button. The procedure was completed with the original 30-degree endoscope.